Event description:
It was reported that during the reprocessing of a da vinci small clip applier instrument, the flush port was observed to be lodged in the instrument head. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument luer plate was dislodged from the chassis and pushed into the backend. A section of the chassis outer wall feature that holds the luer plate was broken off. Failure analysis concluded that the wall feature damage was likely due to improper cleaning, allowing the luer plate to dislodge, and the dislodge damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the instrument chassis was broken and missing a part that was not returned with the instrument. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. The clamping pulleys were corroded between the clamping pulley and bearings for the input disc inside of the instrument housing. Failure analysis concluded that the corrosion damage likely occurred due to improper cleaning. The housing had one rear snap tab and one locating pin completely broken off. One side of the housing could be lifted up as a result of the damage. Failure analysis concluded that the damage was likely due to mishandling/misuse. The housing was broken and exhibited indentations, indicative of the housing being previously opened. Failure analysis concluded that the damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks with light material removal. Throughout the length of the main tube, the epoxy layer had been removed. Failure analysis concluded that the damage was likely due to mishandling/misuse. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.